Event description:
A customer reported experiencing cgm error 42 multiple times, though they did not reset the pump over the last 24 hours. There was no adverse impact to the customer's blood glucose level. To resolve the issue, technical support decided to replace the pump since it was under warranty. The customer was advised to use the current pump as backup therapy and was instructed to put the defective pump into storage mode before returning it with a prepaid label. The customer comprehended and agreed to these instructions.